Event description:
A customer reported accidentally starting to load an old insulin cartridge and getting stuck at the step to fill the tubing, which they initially perceived as a pump problem. There was no adverse impact on the customer's blood glucose level. The customer contacted technical support, which clarified that the system was functioning correctly and instructed them to complete the load process and select "done" to restart with a new cartridge. The issue was resolved, and the customer successfully resumed insulin with the new cartridge without needing further assistance.